Event description:
Revision surgery. Due to the patient fracturing her humerus below the stem. The surgeon put a longer stem in after fixing the fracture with a new liner. There were no issues with the original stem. The case went well, no issues.

Manufacturer narrative:
The reason for this revision surgery was the surgeon put a longer stem in with a new liner after 2.9 years of implant use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4). This is the first complaint against this lot number. The root cause of this event was the patient fractured her humerus below the stem. The root cause for the fracture was not reported. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.